Event description:
The reporter stated that the control syringe was found to be broken. There was no reported pt involvement, injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the evaluation once it is completed.